Event description:
Pt was receiving a phototherapy treatment for eczema. Pt had her hands inside the machine, which was set by a medical assistant to deliver 2.5 joules of ultraviolet radiation. The machine did not turn off automatically after the 2.5 joules was delivered. The medical assistant came in to check on the pt approx one min after the machine should have turned off and had the pt remove her hands. Two days following this incident, the pt developed redness and blistering on her hands. In examining the machine after the pt left, it appears the machine's internal counting device for measuring how many joules of energy it is delivering was not advancing.